Event description:
Reference number (B)(4). Event occured in germany. It was reported that the patient was hospitalized and subsequently admitted to the intensive care unit (ICU) on (B)(6) 2026 due to low blood glucose (17 mg/dl). The patient was unconscious during the event and was treated with glucagon. Following stabilization, insulin was administered via infusion. The duration of hospitalization was greater than 24 hours. No further information is available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.